Event description:
It was reported that the patient experienced a pain in the lower back and leg. An x-ray revealed that the spacer migrated in a lateral rotation out of position. The patent underwent a spacer explant procedure and has recovered.

Event description:
It was reported that the patient experienced a new pain in the lower back and leg. An x-ray revealed that the spacer migrated in a lateral rotation out of position. The patent underwent a spacer explant procedure and has recovered.

Manufacturer narrative:
The returned spacer was analyzed and visual inspection revealed that the tip of the drive was sheared off in the implant. Therefore, in the lab, the implant did not function acceptably since the reference driver was not able to engage in the implant. This damage is believed to have occurred due to an excessive force used during the explant surgery, and it is not related to a device malfunction or due to migration. Per the instructions for use, IFU, device migration is a known inherent risk with use of the device. With all the available information, objective evidence confirmed by x-ray in the field displayed that the spacer migrated. Therefore, device migration was the most likely cause of the reported event of new pain in the patients lower back and leg.